Event description:
It was reported that the unspecified bd¿ infusion set prematurely dripped the propofol before starting the pump. The following information was provided by the initial reporter: "nurse was preparing a propofol drip to a newly intubated pt. Before connecting the line to the pt, the nurse noticed the propofol drip was prematurely dripping even before starting the pump. Pump and module were sequestered. Drug did not reach the pt. "

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the tubing was dripping before starting the pump. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to an unknown lot number.